Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the camera was reporting as being disconnected. The rep replaced the polaris spectra system control unit (scu). The replaced scu was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed electrical failure with the scu. This issue was documented in a medtronic navigation hardware tracking database.

Event description:
A medtronic representative reported that the system displayed "localizer not connected" three times during a case today. The rep would exit the software and reenter and this would resolve the issue temporarily. The total delay in surgery was about one minute and no patient impact was reported. Surgery proceeded as planned.